Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt incident or adverse event.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of known contributor to ec 322 has led to the determination that the upper and lower auxiliaries were the failing components. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components will be replaced as they are known to contribute to the system error 322.